Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use for a coronary interventional, it was reported the mynxgrip balloon leaked. There was no patient injury. Manual pressure was then applied for thirty minutes, and patient experienced no problems. Mynxgrip prepped in normal fashion. Device was inserted and balloon was inflated as per the IFU. The mynx device was pulled back and 2nd resistance was met which caused temporary hemostasis. The sheath stopcock was opened to confirm hemostasis, and the balloon was again pulled back; however came through the patients artery and tissue tract. The balloon never popped, simply collapsed. The balloon lose pressure upon inflation, following the 2nd stop. Upon inspection, the tech noticed a leak in the balloon. No calcium or tortuosity noted in patients femoral artery. Manual pressure was then applied, and patient experienced no problems. A retrograde approach was used. The user is mynx certified. The mynx vascular closure device (vcd) prepped according to the instruction for use (IFU). Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location is right common femoral artery. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The device is available for analysis.

Manufacturer narrative:
During use for a coronary interventional , it was reported the mynxgrip balloon leaked. Additional information was received and during fall analysis, balloon pull through was confirmed. There was no patient injury. Manual pressure was then applied for thirty minutes, and patient experienced no problems. Mynxgrip prepped in normal fashion. Device was inserted and balloon was inflated as per the IFU. The mynx device was pulled back and 2nd resistance was met which caused temporary hemostasis. The sheath stopcock was opened to confirm hemostasis, and the balloon was again pulled back; however came through the patients artery and tissue tract. The balloon never popped, simply collapsed. The balloon lose pressure upon inflation, following the 2nd stop. Upon inspection, the tech noticed a leak in the balloon. No calcium or tortuosity noted in patients femoral artery. Manual pressure was then applied, and patient experienced no problems. A retrograde approach was used. The user is mynx certified. The mynx vascular closure device (vcd) prepped according to the instruction for use (IFU). Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location is right common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle and the balloon¿s distal tip was severely inverted, core wire curved. The balloon of the returned device was visually inspected and the results revealed that there was very little saline in the balloon, which indicates that the device may not been purged of air during the prep phase. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified with go & no go gauge and was noted to be within specification. A review of the manufacturing documentation associated with consolidation lot f1733503 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿balloon loss of pressure¿ was not confirmed due to the condition in which the unit was received for analysis; however, the balloon pull through was confirmed. Based on the information provided and the investigation performed, the root cause of the reported event may have been caused by incorrectly following the mynx instructions for use (IFU) resulting in a device failure during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.